Manufacturer narrative:
Corrected data in section b3/b4/b5/b6.

Event description:
Right side implant ruptured, discovered during surgery.

Event description:
Capsular contracture baker grade 3 right side.

Manufacturer narrative:
The device was returned with a shell failure, the cross section of the failure was analyzed using optical microscopy; no distinguishing features were observed. The cause of shell failure is local stress of unknown origin. The device measured above astm standards for ultimate break force and ultimate elongation.